Event description:
It was reported that some undersensing was observed during treated episodes. It was further reported that remote monitoring network took more time to generate the report. It was further reported via internal review of the treated episode data that the extravascular implantable cardioverter defibrillator (ev-ICD) had detected the rhythm in the fast ventricular tachycardia (fvt) zone and delivered two high-voltage defibrillation shocks, however the rhythm was suspected to have been rapidly conducted atrial fibrillation (af). Further review of the episode showed following the first shock, ventricular fibrillation (vf) was induced. The rhythm was classified as terminated following the second shock; however, it was noted that the extravascular (ev) lead undersensing contributed to the episode being classified as terminated while the rhythm appeared to continue. The ev-ICD and ev lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.